Manufacturer narrative:
The insulin pump was received unable to prime during the prime/a33 test and motor error during the basic occlusion test due to protruded loose drive support disk. Unable to verify a33 alarm during testing due to loose drive support disk. The insulin pump has cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot and stained end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer's insulin pump started to squirt insulin during the manual prime process. She also reported that her drive support cap was sticking out. A compromised force sensor system alarm was received and a broken belt clip was reported. The customer's blood glucose level was 144 mg/dl. She was advised to disconnect from the insulin pump and revert to back up plan. The product will be returned. Nothing further to report.